Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via the submitted log files. However, the reported event of a damaged serial number label was unable to be confirmed. The submitted log files revealed backup battery fault alarms active on (B)(6) 2026, 21:14:28. The alarms remain to intermittently activate and clear for the remaining duration of the log file. The alarm was associated with the backup battery not passing the load test. The loaded and unloaded voltages of the backup battery when the alarm first activated were 11.365 volts and 12.263 volts respectively. The loaded voltage was at least 0.8 volts below the unloaded voltage at this time, ultimately triggering the backup battery fault alarm. No other notable events were observed. Despite the alarms the pump functioned as intended. The heartmate 3 system controller (B)(6) was not returned for analysis. Provided information indicated that the controller was exchanged and the patient was given a new backup controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that had a replace battery alarm. The patient was connected to the heart mate touch, and it revealed that the battery was still good for 31months. The battery was exchanged but the alarm was not "rectified". The system controller was then exchanged, and it was noted that the serial number was rubbed off the primary controller. The patient's backup controller had no issues, and the backup battery was still good for another 24m months. The backup became the patient's new primary system controller and the patient was given a new backup controller. Log files were submitted for review for the exchanged system controller (B)(6) and confirmed the reported intermittent backup battery fault alarms starting on (B)(6) 2026. The emergency backup battery (ebb) fault was due to the ebb failing the load test.

Manufacturer narrative:
Section a: patient weight and gender were not provided and are unknown. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.